Event description:
Customer reported not able to test blood glucose due to delivery issue with their meter experiencing hyper and hypoglycemic symptoms. Customer reported one episode of hypoglycemic event while she was sleeping with symptoms of sweating, blurry vision, "heavy tongue" and went into a coma. Customer was admitted to the presbyterian hospital and treated with glucose through an IV, glucose pill and gel, food and juice.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.